Manufacturer narrative:
Two samples were received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in two (2) 250ml intravia empty containers. The reporter described the particulate matter as ¿strands¿. The bags had been filled with pediatric tpn (total parenteral nutrition) with amino acid injection and dextrose 20% solution. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection was performed and particulate matter (pm) was observed floating inside the fluid path of in both samples. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.